Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was at elective replacement indicator (eri), and the caller further stated that they don¿t think the ins lasted as long as it should have. It was also mentioned that the patient was using more power, and due to this the patient wants to have the ins replaced with a rechargeable ins. It was confirmed that the patient's initial ins was replaced due to normal battery depletion. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated the cause of the ins not lasting as long as it should have was due to high settings on the device.